Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint was caused by the pca control board. The unit was end of life so that board was not replaced. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error that could prevent mechanical ventilation. There was no patient involvement.